Event description:
It was reported that during testing at the healthcare facility, a black lens cover fell off the large pointer. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The reported event was confirmed by the service technician. Handling of the device has most likely caused the reported event. The device was scrapped, as it was not repairable.

Event description:
It was reported that during testing at the healthcare facility, a black lens cover fell off the large pointer. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.